Manufacturer narrative:
The device was received for evaluation. During functional testing, "' flow rate " was reproduced. The device was tested for flow accuracy and overdelivered with 6.0425% error. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel and the m2 and m3 springs. The pressure plate travel requires adjustment and the m2 and m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.